Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction of battery was depleted and digital visual interface output connector terminal of the printed circuit board was broken was caused by repair works. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited a depleted battery. And the digital visual interface output connector terminal of the printed circuit board was broken. There was no patient involvement.